Event description:
Information received by medtronic indicated that the customer faced hyperglycemia. Blood glucose value at the time of event was 400 mg/dl. Customer was treated with insulin pump. The auto mode feature was inactive at the time of high blood glucose event. Troubleshooting was declined. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.